Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a multimeter (cl-14289) was used to test the voltage in the battery, and it was found to be 3.67 v. Then, the customer¿s battery was then put into the ao3 test (cl-16435), and the customer¿s issue was replicated. The display was a blue screen with four loading squares. But it quickly went completely blank. The customer¿s battery was also put into the ao2 test (cl-16058), the battery did not power on the device. Both the display and the led did not work when the battery was in the device. But, after applying force to the battery, the device would turn on. It was reported that the led screen of the video laryngoscope did not show up when the power was turned on. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the led screen of the videolaryngoscope did not show up when the power was turned on with about 100 minutes remaining. When verified with the handle in stock, the tip lit up, but the led screen did not show up. When the battery was replaced, it worked normally. There was no patient involvement.